Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of bruising, swelling, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection to the lip with unspecified dermal filler patient developed "small bruise where the swelling is" and the physician feels that the "swelling is due to bruising and tissue trauma from the treatment." Physician additionally notes "the area is tender to press". Patient was treated with ibuprofen. Symptoms are ongoing.